Manufacturer narrative:
Correction: supplemental MDR for missing e4 field.

Event description:
It was reported that during a routine follow-up, implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient is in stable condition.